Event description:
Unsolicited communication: pt stated that she has double pump malfunction. She keeps getting high pressure alarm on both pumps. (Pump 1 serial number: (B)(6), maintenance due date: 10/2024; pump 2 serial number: unknown, pump maintenance due date: unknown). Pt already checked and there's no downstream blockage, kink, tubing clamp is opened. Extension set is placed correct, not backwards. Pt changed to new battery. Advised if no external causes are suspected; it will likely be internal causes (central line may need repair; or may have become dislodged). Pt been getting medication on and off every 2-3 minutes. When alarm goes off then pt stopped getting medication. Pt silences the alarm and follow the prompt. This been going on for 2 hrs. Pt said she will change to another cassette and if she's still having issue, she will go to ER. Product fault occurred while in use by pt. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. No further info. Did the product issue cause or contribute to pt or clinical injury? Yes. If yes was any medical intervention provided? Advised pt to go to ER. Actual devices will be available for investigation once returned by pt. Did we replace device? Yes. Did the pt have a backup device they were able to switch to? Yes, but same issue with back-up device. If yes, was the patient able to successfully continue their infusion? No. If no, what was the pt instructed to do in able to continue their infusion? Go to ER. Infusion is life-sustaining. What is the outcome of the event? Ongoing. Reported to (B)(6) by: patient/caregiver. Reference report: #mw5151882.